Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was unable to be duplicated or verified. Connections to the ui pcba were proactively reseated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was "flickering on and off". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.